Event description:
Additional information was received that no misload was identified during loading of the valve. The valve was recaptured one time due to the position being too high. The infold was noted on the second deployment attempt. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated, device returned to manufacturer and eval summary attached h6 - method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact with the frame in a compressed state. All leaflets were stiff and slightly pliable. All leaflets showed severe creases and imprints; conditions possibly associated with the valve being inside the delivery system for an unknown duration of time. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures appeared intact. Severe creases and imprints were found on the leaflets and valve skirt. The valve was submerged in a warm saline bath. The valve appeared to maintain the compressed condition. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: fluoroscopic cine loops of the access site, valve load inspection, implant, and post-implant balloon dilatation (pid) were provided for review of the event described. Patient summary was not provided for anatomical review. In the provided image of the valve load inspection the load appears alright: no crown overlap greater than node 4, capsule straight, no bent outflow crown, paddles inside the paddle attachment pockets or any other irregularities. However, the capsule is not rotated 180° during fluoroscopic check, which makes it impossible to determine whether the later infold originates from a possible crown overlap that goes undetected. Just before initial deployment in cusp-overlap-view, there is a crown-overlap visible approx. To node 1. In another image, the non-coronary cusp (ncc) side of the valve frame can be seen to have moved into the sinus, a valve resheath is indicated. Of note: an infold can be noted forming on the right side of the valve frame. After valve resheathing, an elongated dark region is visible on the right side of the valve frame that extends well beyond node 4. And finally, a distinct infolding has formed after the second valve deployment. Evolut¿ frame infolding can be caused by a variety of factors, including crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. Based on the available images, it is unlikely that a valve misload caused the infold. It is more probable that an infold developed during the first and second deployment, amplified by a required resheath. The root cause of this infold could be pre-existing severe annulus calcification or an unfavorable configuration of the calcium on the valve¿s left coronary cusp (lcc) side. The second valve was implanted successfully after a preceding pre-balloon aortic valvuloplasty (bav). According to medtronic¿s best practice guidance, pre-dilatation is recommended for patients with moderately/severely calcified, bicuspid, and 34 millimeter (mm) transcatheter aortic valve (tav) sized anatomies. Utilize an adequate size balloon for effective pre-dilatation, avoid under dilatation. No adverse patient effects are reported. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the image review determined it was probable that an infold developed during the first and second deployment, amplified by a required resheath. The image review also noted that the root cause of this infold could be pre-existing severe annulus calcification or an unfavorable configuration of the medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold was noted after the first release of the valve. A different valve was used for implant. No adverse patient effects were reported.